Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. The system resets were coincident with telemetry. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that while attempting to interrogate the pacemaker, when establishing the telemetry, the patient exhibited what appeared to be seizure-like symptoms. Upon removing the programmer wand, the symptoms stopped. The patient was fully pacemaker-dependent, and the physician suspected a pause in pacing had occurred and the patient experienced complete heart block. The device was then interrogated again without issue. The auto threshold was 0.6 v at 0.4 ms and the device output was programmed to 5 v. It was noted that the pacemaker had approximately six months of remaining longevity and it was unclear what led to the suspected pause in pacing. The patient was hospitalized, and device replacement occurred the following day. No additional adverse patient effects were reported. The device was received for analysis.

Event description:
It was reported that while attempting to interrogate the pacemaker, when establishing the telemetry, the patient exhibited what appeared to be seizure-like symptoms. Upon removing the programmer wand, the symptoms stopped. The patient was fully pacemaker-dependent, and the physician suspected a pause in pacing had occurred and the patient experienced complete heart block. The device was then interrogated again without issue. The auto threshold was 0.6 v at 0.4 ms and the device output was programmed to 5 v. It was noted that the pacemaker had approximately six months of remaining longevity and it was unclear what led to the suspected pause in pacing. The patient was hospitalized, and device replacement occurred the following day. No additional adverse patient effects were reported. It was planned to return the device for analysis.